Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received disassembled. It was reported that the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The instrument will not function properly if leverage was applied to the handles forcing the body tab to separate or to the distal end of the unit causing the tabs to separate. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon was able to squeeze the handle but the whole device broke into pieces. Another device was used. There was no patient injury.